Event description:
It was reported that the platinum handpiece buttons were not working when pressed properly; sometimes, the oscillation or burring continued even though the buttons were pressed to stop it. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. The visual inspection revealed a broken lanyard. The functional evaluation revealed the returned device has a delay in the motor returning to the home position when the motor is shut off. It is noted this delay was found only on the right button and the oscillation button but left button did respond appropriately when pressed during the functional evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with an electrical component failure. Factors that could have contributed to the reported event include failure of the reed switch or damage on the hall board which may contribute to a short circuit. Based on this investigation, the need for corrective action is not indicated.